Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer was dispatched and reported that he performed the pre-use tests and all tests passed. The fse tried multiple auto-fills, and allowed the iabp to run with the trainer attached for 1 hour. The fse was unable to duplicate any issues. All fault logs had been deleted prior to the fse arriving on site. The fse performed a full check out on the iabp. All tests passed. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had an autofill failure. The circumstances of the event are unknown, however, no patient involvement and no adverse event have been reported.